Manufacturer narrative:
Sample from the patient was submitted for investigation and the high result obtained by the customer was reproduced. No interfering factor was found in the sample. As the patient was taking eutirox/levothyroxine, this may have elevated the ft4 values. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings.

Manufacturer narrative:
Evaluation method, evaluation result, and evaluation conclusion codes were updated.

Manufacturer narrative:
Sample from the patient was requested for investigation. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys ft4 g3 assay results from cobas 6000-e601 module serial number (B)(4). The customer suspected some interference in the sample. The result from the cobas e601 was 2.13 ng/dl and the result from an abbott analyzer was 1.35 mg/dl. The questionable result was reported outside of the laboratory.